Manufacturer narrative:
Manufacture and expiration dates were obtained.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending, including the lot number and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the lot number was provided and should have been included in the initial report. The expiration and manufacture dates are not currently available. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The 6f guiding catheter was found broken prior its use on patient.

Manufacturer narrative:
The 6f guiding catheter was found broken prior its use on patient. Multiple attempts to clarify the reported failure were unsuccessful. The product was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.